Manufacturer narrative:
Serial number correction: from (B)(4) to (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap did not exhibit any signs of usage; the fiber was tested with hene laser fixture, aim beam was visible at the fiber cap; the connector appeared in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: no failure found.

Event description:
It was reported that during a prostate procedure, after 37 seconds and @ 491 joules, the fiber was observed to be forward firing. The case was completed using an alternate procedure (turp). Outcome: "no harm to patient" and patient "ok" reported.